Manufacturer narrative:
Reasonable attempts were made to obtain additional information from the user facility for the reported event including patient information, treatment settings, sun exposure and patient photographs, however none was received; therefore, lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment. An examination of the subject device by a lumenis technical expert concluded " I did replace the xc handpiece due to error 113 which occurred on system previously. Error was not witnessed today. " this issue was investigated under similar investigation (B)(4) concluding "reported malfunction indicates cooling issues with et handpiece. If cooling is not within manufacturer specs, error code displays on the gui and the operator can't use the system that prevent from any patient injury." Subject device malfunction is not the suspected cause of the event reported a lumenis healthcare professional has concluded that without the needed information from the user facility, no evaluation can be performed. Additional info sep 19 2017: as part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain patients treatment settings, patients information, patients photos, and sun exposure. No information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted

Event description:
A user facility reported that one (1) male patient sustained first degree burns to the face following hair removal treatment with a lumenis lightsheer desire laser.